Manufacturer narrative:
Based on the information provided at this time, no definitive conclusions can be made. The patient reports multiple comorbidities including obesity, hypertension, bladder cancer and bladder prolapse. As reported, the patient's symptoms have not been diagnosed to be device related and at this time there has been no surgical intervention. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol by the patient: primary repair of a ventral hernia. (B)(6) 2003 - laparoscopic repair of a recurrent ventral hernia 4" above her naval with implant of a bard/davol composix e/x mesh. (B)(6) 2014 - patient started to experience right sided abdominal pain that occasionally radiates to her back with a sharp shooting sensation. During one episode she nearly lost consciousness and vomited. (B)(6) 2015 - patient seen by urologist for a prolapsed bladder and a bladder suspension was recommended. Patient states she is going to set up an appointment for this procedure and then wants to have her primary doctor remove her mesh as she believes the pain is caused by the mesh. Patient reports that her doctor wants to continue to monitor her symptoms of abdominal pain. He recommends that she lose weight or start steroid injections to help relieve the pain. The doctor did not diagnose the patient with any hernia recurrence. The patient currently takes aspirin and ibuprofen to help treat her pain. No surgical intervention has taken place to date.